Event description:
(B)(4).

Event description:
It was reported the stylus cannot be calibrated properly. A new stylus was installed, and the calibration software was ran. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the stylus cannot be calibrated properly. A new stylus was installed, and the calibration software was ran, the overlay was unresponsive.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.